Manufacturer narrative:
(B)(4). The sample was returned to baxter for evaluation. Once the evaluation is completed or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the sample was performed and found that the tubing had separated from the stress-member, resulting in a leak. Therefore the condition was confirmed. The reported condition was determined to be caused by a lack of solvent on the tubing, due to operator oversight. As a corrective action, awareness training was performed.

Event description:
A customer had contacted baxter corporate surveillance regarding an intermate, which had leaked before use. The unit started to slowly leak solution from the proximal end of the intermate tubing. When the tubing was released from the intermate groove, the uncoiled tubing easily slid out of the attachment port, in the top of the housing. The leak was noticed after the sterilization process, when the medicine was already in the intermate. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A sample was received and the initial evaluation confirmed the problem. A follow-up report will be submitted upon completion of the evaluation or if additional relevant information becomes available.